Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that wireless footswitch works intermittently. After some functional test, fse confirmed the antenna of the base station located in inside ad7 and the color of the battery indicator is green. Fse replaced the wireless footswitch, base station and wireless footswitch charger, after replacement of the parts, the system returned to use in good working order. The defective part was returned for analysis and failure was not confirmed, and the probable cause was unknown. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the wireless foot switch intermittently works. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277-06/23/2023-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury because the system was equipped with a backup wired footswitch. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Moreover, there was no report of harm as the wireless footswitch issue occurred outside of clinical use.